Manufacturer narrative:
Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3887-45, lot# j0424705v, implanted: (B)(6) 2004, product type: lead. Product ID: 3887-45, lot# j0424705v, implanted: (B)(6) 2004, product type: lead, product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: neu_recharger_acc, serial# unknown, product type: recharger (B)(4).

Event description:
It was reported the scs had problems and was not working. The implantable neurostimulator (ins) was not working properly. The patient needed to ¿turn this on¿ because it was not working. The patient ¿wasn¿t feeling good¿ the other day. The batteries had been replaced in the patient programmer (pp).a loss of therapeutic effect was reported. The patient had difficulties with recharging the ins. The patient inquired if the problems she was having meant that she needed to have surgery on the ins and leads. The patient was most concerned about the ins battery. The patient thought she recalled her health care provider (hcp) say something about it needing to be changed out but she read about something different where they would not have to go back in. The patient¿s husband assists her with recharging the ins. The last time the patient¿s husband recharged her ins he said ¿I¿m not getting a full charge, he didn¿t even get 1 on the reading thing¿. The patient could not see the screen during recharging because the ins was implanted in her hip. The patient was unaware that you could see the recharger screen during the recharging session. The patient positioned the recharger antenna over the ins and pressed start charge button, she saw the reposition recharger antenna screen. The patient then repositioned the antenna and turned the antenna dial but still got the reposition antenna screen. It hurt if the patient presses the recharger antenna against the ins site. The patient was not feeling any stimulation sensation. The patient last felt stim a few months ago and last charged just before that. The patient could not recall when the last successful recharging session was because of personal issues. It was unclear when the patient last successfully charged. Repositioning the antenna and turning the dial was cumbersome because she has nerve damage in her right arm and crushed vertebrae. The recharger battery level was about a quarter full. The problems started a few weeks ago. The patient did not know the onset of the issue, she could not remember. It was unclear the onset of the problems. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.